Event description:
It was reported that the therapy connector was broken off. The biomed stated that the therapy cable was attached to the device when first examined during a routine inspection. However, due to damage of the connector plastic housing, the connector was not secured to the device front case.

Manufacturer narrative:
The device will not be returned to physio-control for eval. The root cause for the reported failure cannot be determined. Physio provided customer with part # for replacement part, per their request.